Manufacturer narrative:
Pump passed the rewind test and self test. Reservoir was not able to load completely. Unexpected insulin flow blocked occurred during displacement test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to insulin flow blocked alarm. Test p-cap locked into the reservoir tube successfully. Pump successfully downloaded to thus. Confirmed several insulin flow blocked alarm during bolus delivery on 27-may-2023 from 21:44:00.00 to 22:53:00.00 in the pump downloaded history. The pump was cut open and found a corroded home switch and moisture damage on pcba 1, motor, and the force sensor. The following were noted during visual inspection: missing display window/cover, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, battery tube threads - cracked, scratched case, label damage (faded, stained). Insulin blocked alarm during therapy and rewind anomaly was confirmed during testing due to a corroded home switch and moisture damage on pcba 1, motor, and the force sensor. Pump did not pass full drive test. Insulin flow blocked alarms during bolus delivery was found in the pump history download. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has received a insulin flow block alarm even without the reservoir in the pump. Troubleshooting was performed. However, the customer received load reservoir complete when he ran a load reservoir with an empty pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and the pump will be returned for analysis.